Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient is not receiving adequate stimulation coverage. The patient's pain pattern is in the lower back and bilateral legs. However, she does not feel stimulation in her lower back or buttock. It was also reported the patient has not been able to feel stimulation for approximately a month.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.